Event description:
I used freestyle libre 3 and freestyle libre 3 plus sensors over the past couple years. I noted the continued inaccuracy of the sensors and discontinued use. I paid a significant amount of money for these sensors and just received a notice that they were defective. However, I didn't keep records of the serial numbers of the sensors. I simply discarded them and discontinued use. I believe I (and others) should be compensated for purchasing defective medical devices. Patient code: 4582. Device code: 1420. Referencing report mw5181340.